Event description:
Customer stated that the wires break easily, the brush breaks off at the plastic. Sometimes they would break and get stuck in between the teeth and it was hard to take it out. Sometimes they only last 2 days, the wire is brittle. (Consumer returned product and there were two broken brushes; reference previous report number: 1825660-2018-00357).